Event description:
It was reported that the insulin pump alarmed motor error during the manual prime and rewind process. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a loose drive support disk. The motor tested ok.